Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and advantage transvaginal mid-urethral sling system were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent cystocele, incarcerated epigastric hernia, and stress urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and posterior vaginal repair due to sui. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.